Manufacturer narrative:
See MFR's control number (B)(4) for other adverse events from this reporter. MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.

Event description:
Bowel obstruction [intestinal obstruction]. Peritoneal peritonitis [peritonitis]. Case description: spontaneous report was received on (B)(4) 2011, from a physician via a company sales representative regarding a pt, initials not provided. The pt's medical history was not provided. On an unspecified date, the pt had an unspecified surgery during which seprafilm, lot number unknown, was applied. On an unknown date, the pt had a surgical reoperation for bowel obstruction and peritoneal peritonitis. Location of event, past surgical history, allergies, and exposure during surgery were all unknown. The action taken with seprafilm was not provided. The pt's outcome for the event was not provided. Concomitant medications were not provided. The reporting physician assessed the relationship between seprafilm and the events of bowel obstruction and peritoneal peritonitis as definitely related.